Event description:
It was reported that this right ventricular (rv) lead was exhibiting possible loss of capture (loc). The patient experienced shortness of breath and discomfort. The lead remains in service. No additional adverse patient effects were reported.